Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a surgical procedure for c1 laminectomy, and suboccipital craniotomy for foramen magnum stenosis, the surgeon noticed that the patient's head moved. A small laceration on the scalp on the left side of the patient's head was noted. The injury was stapled by the surgeon.